Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5 describe event or problem - correction h2: correction/additional information h6: medical device problem code - correction h10: narratives- additional.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness. His girlfriend called an ambulance was called and the patient was treated with IV glucose. The patient was not taken to the hospital. At the time of the report the patient was fine. Although the cgm was reported inaccurate, there were no cgm nor bg readings reported. The patient reporter that he didn¿t received an alert for hypoglycemia. The reason for the event might be because he was giving himself an overdose of insulin as per patient. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness. His girlfriend called an ambulance was called and the patient was treated with IV glucose. The patient was not taken to the hospital. At the time of the report the patient was fine. Although the cgm was reported inaccurate, there were no cgm nor bg readings reported. The patient reporter that he didn¿t received an alert for hypoglycemia. The reason for the event might be because he was giving himself an overdose of insulin as per patient. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.